Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received on 2021-jan-20. The pain specialist performed a revision on (B)(6) 2021. It was stated that it was obviously twiddler's syndrome. Photos from the procedure were provided, which showed the proximal segment of the catheter to the pump was twisted and kinked. The catheter was reportedly "prepared freely and aspirated" and the pump was fixated to the fascia on all suture loops. No components were explanted. It was indicated that the pump was not sutured to the fascia on the suture loops prior to this revision because the physician preferred to place the pump in a narrow pocket in which the pump fits like a glove without using the suture loops. The catheter was then primed with a new daily dose of 0,24 mg/day with a concentration of 5 mg/ml of morphine. The issue was resolved and the patient was doing fine and receiving effective therapy.

Event description:
Additional information was received. It was reported that at discharge [post-implantation], pain management was adequate with a morphine concentration of 5 mg/ml and a dose of 1 mg/day. At the first refill on (B)(6)2020, the expected reservoir volume (erv) was 22.3 ml and the actual reservoir volume (arv) was 23 ml. The dose per day was not changed. At the second refill on (B)(6)2020, the erv was 19.9 ml and the arv was 19.9 ml. The dose per day was not changed and pain management was still adequate. It was indicated that every two weeks there was an evaluation via telephone. On (B)(6)2020, progressive pain and "first start neuroleptica" were reported. At the third refill on (B)(6)2020, the erv was 21.7 ml and the arv was 31 ml. It was then reported there was no effect on oral pain medication. The visit in october occurred on (B)(6)2020. The referring center advised an x-ray manually in a normal position on (B)(6)2020. On (B)(6)2020, the patient experienced "much pain."

Manufacturer narrative:
Continuation of d10: product ID 8781 lot# unknown serial# implanted: (B)(6)2019 product type catheter medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a foreign healthcare professional (hcp) via a manufacturer representative regarding a patient who was receiving morphine 5 mg/ml ata dose of 2,1581 mg/day via an implantable infusion pump. It was reported that on (B)(6) 2021 a refill was performed at which the aspirated volume was 38 ml when the expected volume was 3,4 ml. The pump had last been refilled with 39 ml in (B)(6) 2020. It was noted that the patient didn't notice anything and did not have any underdose symptoms. The pump logs were checked but no motor stalls or alarm events were found in the logs. The anesthesiologist/pain specialist who implanted the pump reportedly suspects the patient of twiddler syndrome. A new refill procedure was performed and the pump was programmed to minimum rate. The patient was put on the admission list, and was going for the or as soon as possible. Further information later received indicated that a revision procedure was planned for (B)(6) 2021. The implanting specialist planned to ¿fixate the pump (suture loops)¿ and observe what else they find. Additional information received from the nurse who had refilled the patient on (B)(6) 2021 related that the patient had been filled 3 times before. The first 2 times there was no discrepancy. The third time, which was half a year after implant, there was a discrepancy of 10 ml. At that time it was thought by the referring center to be probable human error due to multiple checks in between and unlikely as the pump being only a half a year old. It was decided not to perform diagnostics at that time. The a new filling after a month was scheduled for (B)(6). During this visit in (B)(6) the pump was tilted, barely got contact with communicator, and hollow tone / sound bottom of the pump when touching the pump with the needle. They had decided not to tilt the pump back, given risk kink in the catheter, and not to fill if it was not necessary, given risk touching catheter. After a request to the referring center (by the refill nurse) the pump was manually, under examination, tilted back but it was decided not to do any further diagnostics. In (B)(6), after 3 adjustments without clear effect, they reconsidered and proposed troubleshooting. The patient was placed on the emergency list but they could not get the patient in until (B)(6) 2021 due to the covid crisis. That¿s when it was found that the pump reservoir appeared to be almost full. It was noted that the pump lied in a ¿skin fold¿ and had a great tendency to tilt despite that the patient wore highly elastic tight undershirt and pants. The patient did not remember having tilted the pump herself and felt that the pump tilts as soon as she makes a movement, e.g. When stooping. No further complications were reported.